Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the femoral impactor tip broke while implanting the femur. This did not add any extra time to the procedure. All pieces were retrieved from the patient.